Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) under endoscope procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the suture was entangled and the bands could not be deployed. Reportedly, it was impossible to untangle the suture for half an hour. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device; the ligator head was not returned for analysis. A visual examination of the trip wire found bent in several locations. The suture was intact and attached to the trip wire loop. The trip wire was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent due to handling and manipulation of the device during unpacking or preparation. Since the ligator head was not returned with the device; therefore it is unknown if the bands were deployed and if the ligator head were damaged and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) under endoscope procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the suture was entangled and the bands could not be deployed. Reportedly, it was impossible to untangle the suture for half an hour. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.